Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an 18-year-old female patient who had essure (batch no. C91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude". The patient's concurrent conditions included irregular menstrual cycle. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 11 months 29 days after insertion of essure. On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and amenorrhoea ("amenorrhea"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, amenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2014. It was unknown whether plaintiff received treatment for events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge and fatigue. 4 loops of coils seen in left and right ostiabafter the insertion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: failure to occlude/one tube was open and second tube was okay. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: amenorrhea. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received. New event amenorrhea was added. Onset date of the events were added: dyspareunia (painful sexual intercourse), fatigue, vaginal discharge and abdominal pain. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2014. It was unknown whether plaintiff received treatment for events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event injury was updated to events: ectopic pregnancy, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue and device ineffective/ failure to occlude. Essure implant date updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.